Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose (bg) was 37 mg/dl and customer treated with an unspecified injection. Cause of low bg was not known. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.